Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known inherent risk of the device. The reportable events 2,7 are detectable and preventable by handling device in accordance with the following instructions for use (IFU). Instructions evis lucera elite gastrointestinal videoscope olympus gif-hq290 operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope chapter 4 operation 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt distal end and tip cover. There was no patient involvement.

Manufacturer narrative:
Updated field: h4.

Event description:
No additional information received from customer.